Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. There wasn't a specific meter result given only a range of 120-170mg/dl. The patient's blood glucose results were 120 compared to the labs 250 mg/dl. Tests were done within 10 minutes. The patient's blood results were 170 compared to the labs 250 mg/dl. Tests were done within 10 minutes. No further information has been reported.